Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that the enteral feeding pump had too much power; over/under delivers. No further information available at the time. No patient harm was reported.

Manufacturer narrative:
The unit was triaged and the reported condition was confirmed. A trend has been identified and a formal corrective and preventative action was opened to address this issue. A review of the device history record shows that this unit was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.